Manufacturer narrative:
A device history record review was completed: lot number 3532297 indicates component 50131166 which is part of the complete part as described in the complaint. Manufacturing location: (B)(4). Manufacturing date: october 21, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device was received. The service history review was completed. No service history review can be performed as part number 387.337 with lot number(s) 3532297 is a lot/batch controlled item. The manufacture date of this item is (B)(6) 2010. The service evaluation was completed. The repair technician reported the hex screw and stop screw were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw, stop screw. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2016. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the synframe half ring failed calibration. In addition, it was missing a screw upon receipt. This item was from an evaluation set and was received with the missing screw. There was no patient involvement. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.